Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 25 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device and there were no patient complications reported.